Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions. An x-ray of the device showed that the cannula tangs were adequately engaged with the device housing when the top slide was in the primed position. Both bumpers were found to be intact and in the correct position. Based on the findings, the investigation is unconfirmed for the reported self-activation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy procedure in normal density tissue, the device allegedly self activated. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.